Event description:
A report was rec'd that alleges the tracheostomy tube was deflating at the cuff after an unk amount of time in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Device eval: one used sample was rec'd for eval. Upon pressurization of the cuff, it was found to have a tear at the maximum diameter of the cuff. The tear was examined by submerging the inflated cuff under water. While submerged, bubbles could be seen at the single tear and it was confirmed to be the only source of leakage. The configuration of the tear and its location and physical characteristics are consistent with having been damaged, most likely while in use. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced and is an inherent risk when using any tracheostomy product. Mfg does a 100% inflation test of the cuffs and had the tear been there at that time it would have been detected. Wall thickness of the cuff shows no abnormalities at the tear. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.